Event description:
The account alleged the brake caster would not lock. No pt impact.

Manufacturer narrative:
The tech found the brake caster damaged. The tech replaced the brake caster and caster assembly to resolve the issue.